Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up experiencing phrenic nerve stimulation. Device interrogation revealed impedance anomaly on the left ventricular lead. The lead was explanted and replaced on (B)(6) 2016. The patient's condition was stable post procedure.

Manufacturer narrative:
(B)(4).

Event description:
New information on 05/12/2016 indicated that the phrenic nerve stimulation was due to a small dislocation of the lead.